Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient experienced multiple issues of bleeding and clotting. The impella was explanted. The patient remained on ECMO support alone.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Thrombus - the cause of the thrombus was patient condition as patient had low blood flow present in the body. Access site bleeding - the cause of the access site bleeding was patient condition since patient was extremely volume sensitive and was given multiple blood units. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.